Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3. This supplemental is being sent to include information omitted from follow-up #2. The lay user/patients meters (serial # (B)(4)) have also been returned and evaluated by lifescan product analysis; however, the findings were omitted from follow-up #2: the meters both passed all testing with no faults found. The reported issue could not be confirmed. The alert date has been updated to reflect the date test strip evaluation was completed. The ¿device returned to mfg date¿ and evaluation codes have also been updated appropriately. Additionally, the lay user/patient returned two vials of test strips (lot# 3774966 and lot# 3774966); however, the narrative in previous submissions did not distinguish which product analysis findings pertained to which vial of test strips. Follow-up #1 pertains to test strip evaluation of test strips lot # 3774966 whereas, follow-up #2 relates to test strips lot # 3797904. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining a blood glucose reading of "343mg/dl" with the subject meter and "257mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.